Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient previously had a lead revision. The specifics were not known, but it was noted that the dr. Removed the paddle lead and inserted two percutaneous leads. For subsequent events see MFR. Rep. # 3004209178-2012-03627.